Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that one of the employees had used the cryosolutions 4pk cartrge (33517), and it exploded in her hand and burned her hand. There was no patient involvement, and no death or surgical delay was reported.